Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
Material no: 320119, batch no: 8346586. It was reported that during use of the bd ultra fine¿ pen needle the consumer found inner shields hard to remove. It was difficult to attach pen needle onto the pen. The following information was provided by the initial reporter: found inner shields hard to remove hard to attach pen needle onto the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
Material no: 320119, batch no: 8346586. It was reported that during use of the bd ultra fine¿ pen needle the consumer found inner shields hard to remove. It was difficult to attach pen needle onto the pen. The following information was provided by the initial reporter: found inner shields hard to remove hard to attach pen needle onto the pen.